Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the other location at the input disk and the broken piece was returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm medium-large clip applier instrument parts came off. There was no report of patient involvement or patient injury.